Manufacturer narrative:
Investigation summary: a lot number could not be connected to the device identified in the complaint, so bd investigators could not conduct a device history review for this event. Additionally, a sample has not been submitted for evaluation and testing, preventing bd engineers from conducting a full investigation and determining a root cause of the failure mode identified in the description of the event.

Event description:
It was reported that during use of the unspecified bd intima ii closed IV catheter system there was an issue with leakage. The following information was provided by the initial reporter, translated from chinese to english: after successful puncturing with a closed intravenous indwelling needle, the nurse connected compound sodium chloride and found that there was a leakage, which was replaced immediately.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during use of the unspecified bd intima ii closed IV catheter system there was an issue with leakage. The following information was provided by the initial reporter, translated from chinese to english: after successful puncturing with a closed intravenous indwelling needle, the nurse connected compound sodium chloride and found that there was a leakage, which was replaced immediately.